Manufacturer narrative:
During routine preventive maintenance (pm) testing of an infusion pump the device failed 30 psi occlusion test at 18psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. There was no patient involvement. A device history record (DHR) review showed no similar complaints reported. The failure mode is confirmed. The cause was determined to be a calibration issue. CAPA-zm2023-23 has been initiated to investigate the failure. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing of an infusion pump the device failed 30 psi occlusion test at 18psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. There was no patient involvement.